Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported tampon falling apart. She went to the doctor three times.